Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to the size of the ipg. Surgical intervention may be taken at a later date to address the issue.